Event description:
Customer called to request assistance with programming the insulin pump. Customer reported she had already programmed it but she had blood glucose between 300 and 400 mg/dl all night. Customer stated she might have programmed it incorrectly. Customer was advised to review the insulin pump settings on the previous device prior to programming the replacement and follow up with doctor if current settings need to be changed. The customer only wanted to check the bolus wizard settings. The bolus wizard settings were reviewed and they seemed correct except for the sensitivity according to the customer. Customer stated that the sensitivity may be too high. She will compare the sensitivity with the old insulin pump and make the necessary changes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.